Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon detachment occurred. The target lesion was located in the common iliac vein. After a wallstent was implanted in the target lesion, a 16-4/5.8/75 xxl¿ esophageal balloon catheter was advanced to post dilate the stent. However, upon removal of the device, it was noted that the balloon was detached from the catheter and was dislodged inside the sheath. The device was completely removed together with the sheath and wire from the patient's body and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified a completed circumferential tear in the balloon material approximately 4mm distal to the proximal balloon bond, 80mm of balloon material was observed to be completely detached from the catheter. The balloon material was noted to be severely bunched and solidified blood was noted on the inside and outside of the balloon material. A microscopic examination of the balloon material identified no issues with the balloon material that could have contributed to the complaint incident. A visual and tactile identification identified multiple kinks along the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination identified no issues with the markerbands or tip that could have contributed to the complaint incident. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The most probable root cause has been determined to be use/user error as the direction for use states: ''the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus''; however this device was used within the common iliac vein. (B)(4).

Event description:
It was reported that balloon detachment occurred. The target lesion was located in the common iliac vein. After a wallstent was implanted in the target lesion, a 16-4/5.8/75 xxl¿ esophageal balloon catheter was advanced to post dilate the stent. However, upon removal of the device, it was noted that the balloon was detached from the catheter and was dislodged inside the sheath. The device was completely removed together with the sheath and wire from the patient's body and the procedure was completed. No patient complications were reported and the patient's status was fine.